Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a stuck button alarm. The customer's blood glucose was between 100 mg/dl and 120 mg/dl at the time of incident. Customer stated that the insulin pump button was not pressed down for 3 minutes. Unable to complete the stuck button troubleshooting. Customer also mentioned insulin pump auto suspend. Advised customer about the auto suspend feature. The insulin pump is not expected to return for analysis.